Event description:
Information was received indicating that a cuff to a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube would not inflate during pre-use check. There were no reported adverse effects.

Manufacturer narrative:
Two customized hyperflex tracheostomy tubes were received for analysis. No visual defects were noted upon visual examination. A 10ml syringe was used to insert air into bother the inflation lines; revealing that the cuff remained stuck to the shaft. The instructions for use (IFU) was reviewed and attempted inflating the cuff (attach a syringe to the pilot balloon and slowly test inflate the cuff with 5ml of sterile water for pediatrics cuffs (2.5-6.0mm) and 10ml of sterile water for adult cuffs (6.5-9.5mm). If the cuff does not inflate completely, squeeze the pilot balloon while gently manipulating the cuff from the shaft). Following the instructions, both cuffs released from the shafts. The devices were deflated and inflated two additional times over a four day period with the cuff resting in its deflated state; no additional sticking of the cuffs. No manufacturing defect was identified in the investigation. Based on the investigation, the allegation is confirmed. However, no fault was found for the root cause.